Event description:
During an initial implant procedure, the atrial and ventricular leadless pacemaker (lp) were successfully implanted. It was observed that there were no markers on the atrial lp and it was not possible to interrogate the atrial lp using conductive telemetry. The atrial lp was then able to reestablish telemetry spontaneously. When trying to pair the atrial lp (alp) and the ventricular lp (vlp), a loss of telemetry was observed again. The alp and vlp systems were interrogated again outside of the operating room (or) and were able to successfully pair and resolved the event. The patient is stable.